Event description:
During evaluation of a returned spectrum pump, the device turned off. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, turn on and then off was not reproduced. A review of the history log revealed "improper shutdown!" Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified.the cause of the condition was determined to be depressed battery contacts pins not making contact with the battery due to dried liquid substance on the contacts. The battery contact pins requires cleaning.the battery contact pins requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.